Event description:
It is reported that until (B)(6) 2011 the pt was pain free. During a check, a screw breaking was detected. During revision surgery, the proximal screw part left was removed, distal broken part of the screw was left in the vertebral body. The segment l3-2 on the left side was well merged. The surgeon decided to remove the transition screw and replaced it with a dtl screw. On the right side, the dtl screw (6.4mm) l1 was loose, fitting was removed with a new dzl ha.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. The reason for the breakage due to a product failure cannot be confirmed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).